Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were not intact. Cracked battery door, broken power alternate current (ac) receptacle and broken back plate. Invalid syringe size was found in the history log. The technician performed the visual inspection, load syringe, checked diagnostics menu, run motor drive and occlusion test. The technician duplicated the reported issue. The root cause of the reported issue was found to be physical damage, normal wear of the size pot not reading correctly and plunger tube needed greasing. The noise was cause by the customer. Replaced battery door, replaced size pot and greased plunger tub. D4 unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that the pump had a cracked battery door, syringe recognition issue and makes a knocking sound when running. No patient injury was reported.